Event description:
Customer called and stated that they were in the process of placing the bravo capsule but didn't attach to the pt. The pt didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.